Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia on (B)(6) 2022. Customer's blood glucose value was over 600 mg/dl at the time of the incident. Customers current blood glucose level was 312 mg/dl. The customer was assisted with troubleshooting for high blood glucose. The customer stated that the symptoms related to high blood glucose during hospitalization such as confusion, feeling sick/unwell, headache, tired/weak, altered vision, extreme pain/cramps, increased thirst . The customer was treated with intravenous insulin drip. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was not active at time of high blood glucose event. The customer visited emergency room and was admitted into hospital as a result of high blood glucose. Customer reported bent cannula. The customer will discontinue use of the device. Frn-mmt-332-rsvr, unomed inf set.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia on (B)(6) 2022. Customer's blood glucose value was over 600 mg/dl at the time of the incident. Customers current blood glucose level was 312 mg/dl. The customer was assisted with troubleshooting for high blood glucose. The customer stated that the symptoms related to high blood glucose during hospitalization such as confusion, feeling sick/unwell, headache, tired/weak, altered vision, extreme pain/cramps, increased thirst . The customer was treated with intravenous insulin drip. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was not active at time of high blood glucose event. The customer visited emergency room and was admitted into hospital as a result of high blood glucose. Customer reported bent cannula. The customer will discontinue use of the device. Frn-mmt-332-rsvr, unomed inf set.